Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory noting the potential for charge timeout events in devices near end of life, the implantable cardioverter defibrillator (ICD) was prophylactically replaced. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality, the ICD was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.